Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), suicidal ideation ("suicidal ideations") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure (batch no. A73746) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression. Concomitant products included escitalopram oxalate (lexapro) from 2011 to 2012, estrogen nos since 2014, tazarotene (tazorac) since 2001 and tretinoin (retin-a) since 2001. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced suicidal ideation (seriousness criterion medically significant), localised oedema ("severe abdominal, hands, feet, and legs edema") with abdominal pain, oedema peripheral ("severe abdominal, hands, feet, and legs edema"), depression ("depression"), weight increased ("severe weight gain"), nausea ("nausea"), anger ("anger"), affective disorder ("mood issues") and affect lability ("emotional instability"). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), tooth disorder ("dental problems"), alopecia ("brittle hair (hair loss)") and onychomadesis ("loss of nails"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and feeling abnormal ("memory fog"). On (B)(6) 2014, 11 months 14 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menopausal symptoms ("postmenopausal symptoms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("physical pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (full hysterectomy, salpingectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, suicidal ideation, rheumatoid arthritis, pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression, migraine, headache, nausea, anger, affective disorder, affect lability, vaginal discharge, back pain and pain in extremity outcome was unknown, the localised oedema, oedema peripheral, tooth disorder, alopecia, weight increased, feeling abnormal and onychomadesis was resolving and the menopausal symptoms had not resolved. The reporter considered affect lability, affective disorder, alopecia, anger, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, localised oedema, menopausal symptoms, menorrhagia, migraine, nausea, oedema peripheral, onychomadesis, pain, pain in extremity, pelvic pain, rheumatoid arthritis, suicidal ideation, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: lot number added. New events added- abnormal bleeding (vaginal/menorrhagia), severe abdominal, hands, feet, and legs edema, back pain, leg pain, severe and persistent abdominal pain, apareunia (inability to have sexual intercourse), rheumatoid arthritis, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, brittle hair (hair loss), depression, severe weight gain, postmenopausal symptoms, migraines / headaches, migraines / headaches, nausea, memory fog, pain, anger, mood issues, emotional instability, suicidal ideations, vaginal discharge, loss of nails and apareunia. On (B)(6) 2018: fup 3 and 4 processed together. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ovarian cyst ruptured ("possible ruptured ovarian cyst"), suicidal ideation ("suicidal ideations") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure (batch no. A73746) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression. Concomitant products included escitalopram oxalate (lexapro) from 2011 to 2012, estrogen nos since 2014, tazarotene (tazorac) since 2001 and tretinoin (retin-a) since 2001. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced suicidal ideation (seriousness criterion medically significant), localised oedema ("severe abdominal, hands, feet, and legs edema") with abdominal pain, oedema peripheral ("severe abdominal, hands, feet, and legs edema"), depression ("depression"), weight increased ("severe weight gain"), nausea ("nausea"), anger ("anger/furious"), affective disorder ("mood issues") and affect lability ("emotional instability"). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), tooth disorder ("dental problems"), alopecia ("brittle hair (hair loss)") and onychomadesis ("loss of nails"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and memory impairment ("memory fog"). On (B)(6) 2014, 11 months 14 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menopausal symptoms ("postmenopausal symptoms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), pain ("physical pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), pain in extremity ("leg pain") and conversion disorder ("crying hysterically"). The patient was treated with surgery (full hysterectomy, salpingectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst ruptured, suicidal ideation, rheumatoid arthritis, pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression, migraine, headache, nausea, anger, affective disorder, affect lability, vaginal discharge, back pain, pain in extremity and conversion disorder outcome was unknown, the localised oedema, oedema peripheral, tooth disorder, alopecia, weight increased, memory impairment and onychomadesis was resolving and the menopausal symptoms had not resolved. The reporter considered affect lability, affective disorder, alopecia, anger, back pain, conversion disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, localised oedema, memory impairment, menopausal symptoms, menorrhagia, migraine, nausea, oedema peripheral, onychomadesis, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, rheumatoid arthritis, suicidal ideation, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs received. Reporter added. Events ¿ruptured ovarian cyst,and crying¿ were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ovarian cyst ruptured ("possible ruptured ovarian cyst"), suicidal ideation ("suicidal ideations") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure (batch no. A73746) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression. Concomitant products included escitalopram oxalate (lexapro) from 2011 to 2012, estrogen nos since 2014, tazarotene (tazorac) since 2001 and tretinoin (retin-a) since 2001. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced suicidal ideation (seriousness criterion medically significant), localised oedema ("severe abdominal, hands, feet, and legs edema") with abdominal pain, oedema peripheral ("severe abdominal, hands, feet, and legs edema"), depression ("depression"), weight increased ("severe weight gain"), nausea ("nausea"), anger ("anger/furious"), affective disorder ("mood issues") and affect lability ("emotional instability"). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), tooth disorder ("dental problems"), alopecia ("brittle hair (hair loss)") and onychomadesis ("loss of nails"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and memory impairment ("memory fog"). On (B)(6) 2014, 11 months 14 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menopausal symptoms ("postmenopausal symptoms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), pain ("physical pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), pain in extremity ("leg pain") and conversion disorder ("crying hysterically"). The patient was treated with surgery (full hysterectomy, salpingectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst ruptured, suicidal ideation, rheumatoid arthritis, pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression, migraine, headache, nausea, anger, affective disorder, affect lability, vaginal discharge, back pain, pain in extremity and conversion disorder outcome was unknown, the localised oedema, oedema peripheral, tooth disorder, alopecia, weight increased, memory impairment and onychomadesis was resolving and the menopausal symptoms had not resolved. The reporter considered affect lability, affective disorder, alopecia, anger, back pain, conversion disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, localised oedema, memory impairment, menopausal symptoms, menorrhagia, migraine, nausea, oedema peripheral, onychomadesis, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, rheumatoid arthritis, suicidal ideation, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ovarian cyst ruptured ("possible ruptured ovarian cyst"), suicidal ideation ("suicidal ideations") and rheumatoid arthritis ("rheumatoid arthritis") in a 39-year-old female patient who had essure (batch no. A73746, 41390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression. Concomitant products included escitalopram oxalate (lexapro) from 2011 to 2012, estrogen nos since 2014, tazarotene (tazorac) since 2001 and tretinoin (retin-a) since 2001. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced suicidal ideation (seriousness criterion medically significant), localised oedema ("severe abdominal, hands, feet, and legs edema") with abdominal pain, oedema peripheral ("severe abdominal, hands, feet, and legs edema"), depression ("depression"), weight increased ("severe weight gain"), nausea ("nausea"), anger ("anger/furious"), affective disorder ("mood issues") and affect lability ("emotional instability"). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), tooth disorder ("dental problems"), alopecia ("brittle hair (hair loss)") and onychomadesis ("loss of nails"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and memory impairment ("memory fog"). On (B)(6) 2014, 11 months 14 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menopausal symptoms ("postmenopausal symptoms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), pain ("physical pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), pain in extremity ("leg pain"), conversion disorder ("crying hysterically") and inflammation ("severe inflammation"). The patient was treated with surgery (full hysterectomy, salpingectomy and oophorectomy) and surgery (bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst ruptured, suicidal ideation, rheumatoid arthritis, pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression, migraine, headache, nausea, anger, affective disorder, affect lability, vaginal discharge, back pain, pain in extremity, conversion disorder and inflammation outcome was unknown, the localised oedema, oedema peripheral, tooth disorder, alopecia, weight increased, memory impairment and onychomadesis was resolving and the menopausal symptoms had not resolved. The reporter considered affect lability, affective disorder, alopecia, anger, back pain, conversion disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, inflammation, localised oedema, memory impairment, menopausal symptoms, menorrhagia, migraine, nausea, oedema peripheral, onychomadesis, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, rheumatoid arthritis, suicidal ideation, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received- lot number added. New event severe inflammation was added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe and persistant pain"), ovarian cyst ruptured ("possible ruptured ovarian cyst"), suicidal ideation ("psychological or psychiatric problems - condition: suicidal ideations") and rheumatoid arthritis ("autoimmune disorder - type of disorder: rheumatoid arthritis") in a 39-year-old female patient who had essure (batch no. A73746, 41390) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression. Concurrent conditions included night sweats. Concomitant products included escitalopram oxalate (lexapro) from 2011 to 2012, estrogen nos since 2014, tazarotene (tazorac) since 2001 and tretinoin (retin-a) since 2001. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 11 months 14 days after insertion of essure. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced localised oedema ("severe abdominal, hands, feet, and legs edema") with abdominal pain, oedema peripheral ("severe abdominal, hands, feet, and legs edema"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6) 2013, the patient was found to have weight increased ("severe weight gain / weight gain / loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("psychological or psychiatric problems - condition: depression"), anger ("psychological or psychiatric problems - condition: anger/furious"), affective disorder ("psychological or psychiatric problems - condition: mood issues") and affect lability ("psychological or psychiatric problems - condition: emotional instability"). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), tooth disorder ("dental problems"), alopecia ("brittle hair (hair loss)") and onychomadesis ("loss of nails (brittle nails)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and memory impairment ("neurological condition or problems - type: memory fog"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced menopausal symptoms ("hormonal changes - describe: postmenopausal symptoms"). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), pain ("physical pain / pain all over body"), back pain ("back pain"), pain in extremity ("leg pain"), conversion disorder ("crying hysterically"), inflammation ("severe inflammation"), swelling ("swelling"), arthritis ("arthritis"), marital problem ("other injury (ies) or complication(s) - please describe: worsening marital issues and inability to perform my maternal responsibilities as well as work / employment duties"), peripheral swelling ("feet swollen"), joint swelling ("ankles were swollen"), dyspnoea ("shortness of breath"), chest pain ("chest pain"), abdominal distension ("swollen abdomen"), gastric dilatation ("severely distended stomach"), premature menopause ("early menopause"), arthralgia ("joint pain"), abdominal pain lower ("slight cramping"), feeding disorder ("not able to eat"), asthenia ("weakness in my body and mind"), intra-abdominal fluid collection ("fluid in abdomen") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (full hysterectomy, salpingectomy and oophorectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menopausal symptoms had not resolved, the ovarian cyst ruptured, suicidal ideation, rheumatoid arthritis, pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression, migraine, headache, nausea, anger, affective disorder, affect lability, vaginal discharge, back pain, pain in extremity, conversion disorder, inflammation, marital problem, peripheral swelling, joint swelling, dyspnoea, chest pain, abdominal distension, gastric dilatation, premature menopause, arthralgia, abdominal pain lower, feeding disorder, asthenia, intra-abdominal fluid collection and ovarian cyst outcome was unknown, the localised oedema, oedema peripheral, weight increased, memory impairment, swelling and arthritis was resolving and the tooth disorder, alopecia and onychomadesis had resolved. The reporter considered abdominal distension, abdominal pain lower, affect lability, affective disorder, alopecia, anger, arthralgia, arthritis, asthenia, back pain, chest pain, conversion disorder, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeding disorder, female sexual dysfunction, gastric dilatation, headache, inflammation, intra-abdominal fluid collection, joint swelling, localised oedema, marital problem, memory impairment, menopausal symptoms, menorrhagia, migraine, nausea, oedema peripheral, onychomadesis, ovarian cyst, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, peripheral swelling, premature menopause, rheumatoid arthritis, suicidal ideation, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2013: results: fallopian tubes were occluded.; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were in patient¿s social media: peripheral swelling, joint swelling, dyspnoea, chest pain, abdominal distension, gastric dilatation, premature menopause, arthralgia, abdominal ,pain lower, not able to eat,asthenia,fluid in abdomen, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs & social media document received. Events added from pfs- swelling, arthritis, other injury (ies) or complication(s) - please describe: worsening marital issues and inability to perform my maternal responsibilities as well as work / employment duties, feet swollen, ankles were swollen, shortness of breath, chest pain, swollen abdomen, early menopause, joint pain. Outcome of event alopecia, tooth disorder, onychomadesis were update. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / severe and persistant pain'), ovarian cyst ruptured ('possible ruptured ovarian cyst'), suicidal ideation ('psychological or psychiatric problems - condition: suicidal ideations') and rheumatoid arthritis ('autoimmune disorder - type of disorder: rheumatoid arthritis') in a 39-year-old female patient who had essure (batch no. A73746, 41390) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression. Concurrent conditions included night sweats. Concomitant products included escitalopram oxalate (lexapro) from 2011 to 2012, estrogen nos since 2014, tazarotene (tazorac) since 2001 and tretinoin (retin-a) since 2001. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 11 months 14 days after insertion of essure. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced localised oedema ("severe abdominal, hands, feet, and legs edema") with abdominal pain, oedema peripheral ("severe abdominal, hands, feet, and legs edema"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6) 2013, the patient was found to have weight increased ("severe weight gain / weight gain / loss (specify which one) weight gain/in the last few weeks I have gained about 10 lb"). In (B)(6) 2013, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("psychological or psychiatric problems - condition: depression"), anger ("psychological or psychiatric problems - condition: anger/furious"), affective disorder ("psychological or psychiatric problems - condition: mood issues") and affect lability ("psychological or psychiatric problems - condition: emotional instability"). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), tooth disorder ("dental problems"), alopecia ("brittle hair (hair loss)") and onychomadesis ("loss of nails (brittle nails)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and memory impairment ("neurological condition or problems - type: memory fog"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced menopausal symptoms ("postmenopausal symptoms"). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), pain ("physical pain / pain all over body"), back pain ("back pain"), pain in extremity ("leg pain"), conversion disorder ("crying hysterically"), inflammation ("severe inflammation"), swelling ("swelling"), arthritis ("arthritis"), marital problem ("other injury (ies) or complication(s) - please describe: worsening marital issues and inability to perform my maternal responsibilities as well as work / employment duties"), peripheral swelling ("feet swollen/legs swollen / hands are swollen"), joint swelling ("ankles were swollen"), dyspnoea ("shortness of breath"), chest pain ("chest pain"), abdominal distension ("swollen abdomen/have extreme ab bloating"), gastric dilatation ("severely distended stomach"), premature menopause ("early menopause"), arthralgia ("joint pain"), abdominal pain lower ("slight cramping"), feeding disorder ("not able to eat"), asthenia ("weakness in my body and mind"), intra-abdominal fluid collection ("fluid in abdomen") and ovarian cyst ("ovarian cyst") and was found to have white blood cell count increased ("white blood count is elevated"). The patient was treated with surgery (full hysterectomy, salpingectomy and oophorectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menopausal symptoms had not resolved, the ovarian cyst ruptured, suicidal ideation, rheumatoid arthritis, pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression, migraine, headache, nausea, anger, affective disorder, affect lability, vaginal discharge, back pain, pain in extremity, conversion disorder, inflammation, marital problem, peripheral swelling, joint swelling, dyspnoea, chest pain, abdominal distension, gastric dilatation, premature menopause, arthralgia, abdominal pain lower, feeding disorder, asthenia, intra-abdominal fluid collection, ovarian cyst and white blood cell count increased outcome was unknown, the localised oedema, oedema peripheral, weight increased, memory impairment, swelling and arthritis was resolving and the tooth disorder, alopecia and onychomadesis had resolved. The reporter considered abdominal distension, abdominal pain lower, affect lability, affective disorder, alopecia, anger, arthralgia, arthritis, asthenia, back pain, chest pain, conversion disorder, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeding disorder, female sexual dysfunction, gastric dilatation, headache, inflammation, intra-abdominal fluid collection, joint swelling, localised oedema, marital problem, memory impairment, menopausal symptoms, menorrhagia, migraine, nausea, oedema peripheral, onychomadesis, ovarian cyst, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, peripheral swelling, premature menopause, rheumatoid arthritis, suicidal ideation, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased and white blood cell count increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2013: results: fallopian tubes were occluded.; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were in patient¿s social media: peripheral swelling, joint swelling, dyspnoea, chest pain, abdominal distension, gastric dilatation, premature menopause, arthralgia, abdominal ,pain lower, not able to eat,asthenia,fluid in abdomen, ovarian cyst and white blood cell count increased. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all information like reporters, source document, events and reference section from deletion (B)(4) was added to this case. Event added: white blood count is elevated. Event clubbed: swollen abdomen/have extreme ab bloating and feet swollen/legs swollen / hands are swollen. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / severe and persistant pain'), ovarian cyst ruptured ('possible ruptured ovarian cyst') and suicidal ideation ('psychological or psychiatric problems - condition: suicidal ideations') in a 39-year-old female patient who had essure (batch no. A73746, 41390) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression. Concurrent conditions included night sweats. Concomitant products included escitalopram oxalate (lexapro) from 2011 to 2012, estrogen nos since 2014, tazarotene (tazorac) since 2001 and tretinoin (retin-a) since 2001. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 11 months 14 days after insertion of essure. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced localised oedema ("severe abdominal, hands, feet, and legs edema") with abdominal pain, oedema peripheral ("severe abdominal, hands, feet, and legs edema"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6) 2013, the patient was found to have weight increased ("severe weight gain / weight gain / loss (specify which one) weight gain/in the last few weeks I have gained about 10 lb"). In (B)(6) 2013, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("psychological or psychiatric problems - condition: depression"), anger ("psychological or psychiatric problems - condition: anger/furious"), affective disorder ("psychological or psychiatric problems - condition: mood issues") and affect lability ("psychological or psychiatric problems - condition: emotional instability"). In (B)(6) 2013, the patient experienced rheumatoid arthritis ("autoimmune disorder - type of disorder: rheumatoid arthritis"), tooth disorder ("dental problems"), alopecia ("brittle hair (hair loss)") and onychomadesis ("loss of nails (brittle nails)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and memory impairment ("neurological condition or problems - type: memory fog"). On (B)(6) 2014, the patient experienced joint swelling ("ankles were swollen"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced menopausal symptoms ("postmenopausal symptoms"). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), pain ("physical pain / pain all over body"), back pain ("back pain"), pain in extremity ("leg pain"), conversion disorder ("crying hysterically"), inflammation ("severe inflammation"), swelling ("swelling"), arthritis ("arthritis"), marital problem ("other injury (ies) or complication(s) - please describe: worsening marital issues and inability to perform my maternal responsibilities as well as work / employment duties"), peripheral swelling ("feet swollen/legs swollen / hands are swollen"), dyspnoea ("shortness of breath"), chest pain ("chest pain"), abdominal distension ("swollen abdomen/have extreme ab bloating"), gastric dilatation ("severely distended stomach"), premature menopause ("early menopause"), arthralgia ("joint pain"), abdominal pain lower ("slight cramping"), feeding disorder ("not able to eat"), asthenia ("weakness in my body and mind"), intra-abdominal fluid collection ("fluid in abdomen"), ovarian cyst ("ovarian cyst"), procedural pain ("slight cramping after essure insertion"), post procedural haemorrhage ("spot bleeding after essure insertion") and uterine enlargement ("enlarged uterus") and was found to have white blood cell count increased ("white blood count is elevated/ elevated eosinophile count"). The patient was treated with surgery (full hysterectomy, salpingectomy and oophorectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menopausal symptoms had not resolved, the ovarian cyst ruptured, suicidal ideation, rheumatoid arthritis, pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression, migraine, headache, nausea, anger, affective disorder, affect lability, vaginal discharge, back pain, pain in extremity, conversion disorder, inflammation, marital problem, peripheral swelling, joint swelling, dyspnoea, chest pain, abdominal distension, gastric dilatation, premature menopause, arthralgia, abdominal pain lower, feeding disorder, asthenia, intra-abdominal fluid collection, ovarian cyst, white blood cell count increased and uterine enlargement outcome was unknown, the localised oedema, oedema peripheral, weight increased, memory impairment, swelling and arthritis was resolving and the tooth disorder, alopecia, onychomadesis, procedural pain and post procedural haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain lower, affect lability, affective disorder, alopecia, anger, arthralgia, arthritis, asthenia, back pain, chest pain, conversion disorder, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeding disorder, female sexual dysfunction, gastric dilatation, headache, inflammation, intra-abdominal fluid collection, joint swelling, localised oedema, marital problem, memory impairment, menopausal symptoms, menorrhagia, migraine, nausea, oedema peripheral, onychomadesis, ovarian cyst, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, peripheral swelling, post procedural haemorrhage, premature menopause, procedural pain, rheumatoid arthritis, suicidal ideation, swelling, tooth disorder, uterine enlargement, vaginal discharge, vaginal haemorrhage, weight increased and white blood cell count increased to be related to essure. The reporter commented: discrepancy noted in insertion date: as per social media- 18-apr-2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2013: results: fallopian tubes were occluded.; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were in patient¿s social media: peripheral swelling, joint swelling, dyspnoea, chest pain, abdominal distension, gastric dilatation, premature menopause, arthralgia, abdominal ,pain lower, not able to eat, asthenia,fluid in abdomen, ovarian cyst, white blood cell count increased, eosinophil count increased, post procedural pain, post procedural bleeding, enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content: new events added, "post procedural pain" and "post procedural bleeding", "enlarged uterus". Reported event term modified to "white blood count is elevated/ elevated eosinophil count", onset date for joint swelling added. Social media reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.